Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the unit alarms "cannot run the device with the set not primed" though the set is fully primed. The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection identified the downstream occlusion (dso) seal was peeling. Service history review identified that the device has not been serviced in the past. Functional testing was not able to replicate the customer reported issue. The investigation determined that the most probable cause is most likely an operator/user error, possibly a faulty cassette. Preventative maintenance was performed and the dso seal was replaced.